Manufacturer narrative:
A getinge field service engineer (fse) reported that the unit underwent a battery test and passed, confirming that all functional and safety checks met factory specifications.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 event site: (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pre-use check by customer, the cardiosave intra-aortic balloon pump (iabp) unit has battery issue. There was no patient involved.